Manufacturer narrative:
Upon completion of investigation, additional information will be provided in a supplemental report.

Event description:
As reported: "the patient returned to dr.'s office for a follow-up. Upon examining x-rays it was obvious that peripheral screws had migrated through the baseplate requiring revision surgery."

Manufacturer narrative:
The reported event could be confirmed, since x-rays and the device were returned. The visual inspection of the device showed that : the baseplate shows some deformation on the lips that bite into the screws at the level of the peripheral holes. The returned peripheral screw and central screw do not show any locking thread deformation. A dimensional inspection was performed, and the peripheral screw holes were measured and were found to be larger than in the drawing. The screw holes also show a deformation of the material on the lip that bites into the screw. As a summary, the peripheral screw holes of the baseplate were badly enlarged, probably during the drilling phase of the operation. The diameter of the lip that holds into the screw should be 0.209 inches according to the drawing, but was found to be between 0.233 inches and 0.2373 inches. This deformation could easily explain the migration of the screws reported. The screws are not the root cause of the migration. Based on investigation, the root cause was attributed to the enlargement of the screw holes of the baseplate, most probably during the insertion of the screws. A review of the device history for the reported lot did not indicate any abnormalities. The size of the peripheral screw holes is checked at a rate of 100% with a go/no go pin during manufacturing. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If any further information is provided, the complaint report will be updated.

Event description:
As reported: "the patient returned to dr.'s office for a follow-up. Upon examining x-rays it was obvious that peripheral screws had migrated through the baseplate requiring revision surgery."